Manufacturer narrative:
(B)(4). Torn outer gasket the analysis results of the device found that it was received with the outer gasket torn. However, it could not be determined what may have caused the condition found. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, one of the seals came out of the trocar housing and fell into the patient. It was retrieved. A new one was used to complete the procedure. There was no patient impact.